Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse advised the customer to replace the bd central processing unig (cpu). The customer repaired the device by replacing the graphical user interface (gui) to breath delivery (bd) cable. The customer conducted final testing and confirmed the ventilator has been returned for use. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced loss of communication to the graphical user interface (gui) and breath delivery (bd). There was no report of patient involvement at the time the event occurred. The date of the event is unknown.